Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) bi-ventricular (bi-v) defibrillator 2011 (B)(6); 4068-45 implantable pacing lead 2000 (B)(6); 6949-58 implantable tachy lead 2005 (B)(6). (B)(4).

Event description:
It was reported that there was early battery depletion due to high left ventricular output. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.